Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: improper handling or off-label surgical technique: the bending of the haptic may have been caused by improper handling during the lens loading process or during preparation for implantation. It is noted that the yamane technique was employed in this case, which is an off-label use for this lens. The lucia 3-piece lens is not designed or recommended for use with the yamane technique, as this method subjects the haptics to increased stress and risk of deformation, making it unsuitable for such off-label applications. If the haptic is not aligned properly within the injector or if excessive force is applied during loading, it could result in bending or breaking of the haptics that then results in rotation of the optic.

Event description:
It was reported that the lens rotated in the eye. The rotational issue was noted on pod1. The doctor explanted the lens for an aciol (explanted lens was discarded).